Event description:
I am writing to report the sale of an oxygen concentrator on amazon, specifically the arovin brand model, with the product listing url: https://www.amazon.com/dp/b0crp8z36c. As a concerned customer, I am deeply troubled by the lack of FDA certification and the associated safety hazards posed by this product. Firstly, it is my understanding that medical devices, especially those intended for home use such as oxygen concentrators, must undergo rigorous testing and certification by the FDA to ensure their safety and effectiveness. However, upon purchasing this arovin oxygen concentrator, I discovered that it lacks any visible FDA certification or related safety certificates. This is not only a violation of FDA regulations but also poses a significant risk to consumers. This product has caused allergic reactions in my husband. Shortly after using the oxygen concentrator, he developed a severe skin allergy, which we believe is a direct result of the product's materials or manufacturing processes. The strong plastic odor emitted by the device is particularly concerning, as it shows the presence of harmful chemicals that may be causing irritation or allergic reactions. I am also alarmed by the potential long-term health impacts of using this uncertified device. Without FDA approval, there is no guarantee that the oxygen concentrator meets the necessary safety standards. This could lead to serious health issues for users, especially those who rely on oxygen therapy for chronic conditions like my husband. I urge the FDA to take immediate action to investigate this matter and ensure that the sale of uncertified medical devices on amazon is stopped. It is crucial that consumers can trust the products they purchase online, especially when it comes to medical devices that directly impact their health and well-being. Thank you for your attention to this matter. I am confident that with your support and action, we can ensure the safety of consumers and protect them from the sale of uncertified medical devices on amazon.